Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided with trace of ketones. The customer alleged that the pump was not adminstering boluses. Reportedly, the customer required assistance from their parents by adminstering a correction injection, however; emergency medical techinicans were called and checked patients vitals, and monitored customers bg level to ensure it was resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.